Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported communication issue was unable to be confirmed. The returned generator functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported communication issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, no connection was established between the probes and generator for all ports during the sensory test so the procedure was cancelled. The procedure was rescheduled for another date. There were no adverse consequences to the patient due to the cancellation.